Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation and the serial number of the device was unknown. As a result, neither a service history review nor a device history review could be performed as part of the investigation. There is no clinical evidence that supports a device malfunction or use error caused or contributed to this event. Based on insufficient reported information and lack of a device evaluation, it is not possible to determine device causality for the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with automated peritoneal dialysis (apd) therapy. The cause of death was cardiac arrest. The patient had experienced a cardiac arrest at home while attached to the home choice (hc) device. The patient was not hospitalized prior to death but the patient was attended to by an ambulance crew. The treatment for the reported events was not reported. It was not reported if an autopsy was performed. The pd therapy was ongoing until the time of death. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). Date of birth- the patient was born on an unreported date in the year 1944. The device was not available for evaluation. Should additional relevant information become available, a follow-up report will be submitted.